Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing was observed via merlin.net transmission. Egm trigger for this episode type was programmed off. Electrograms from these episodes were not clear if true noise had been recorded or if the alerts were falsely triggered by a diagnostics anomaly. No oversensing was present in the fragment egms displayed. Patient was brought to clinic and programming changes were made. All other lead testing appeared normal. No patient symptoms were reported.